Event description:
During laparoscopic assisted vaginal hysterectomy on (B)(6) 2017, needle broke on half. Unable to retrieve during procedure, could not see it and surgeon decided to close. The pt had laparoscopic removal of foreign body on (B)(6) 2017, with successful removal of broken needle. Date of use: (B)(6) 2017. Diagnosis or reason for use: surgical closure. "Is the product compounded: no; is the product over-the-counter: no."